Event description:
The following was reported to hamilton medical ag, summary: blank display due to defective mainboard. Detailed complaint and failure description: back light problem, ventilator turn on. But backlight didn't turn on. We check lcd, front panel board, ffc cable, fdc cable. But problem not resolved. Finally ,we check by replacing mainboard msp160382;8 s.no:7837 with new mainboard. Then backlight turn on and ventilator is working condition.

Manufacturer narrative:
Hamilton medical ag`s conclusion of the complaint. Failure mode description: blank display. Failure effect: blank display. Use of alternative ventilation system required (ventilation continues, but monitoring and change of control parameter's not possible). Root cause: defective display connector on mainboard pn160200/160382. Defective components on mainboard. Correction: replace mainboard pn160200/160382.